Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold was noted on left ventricular (lv) lead. The physician suspects the increase in threshold is due to micro-dislodgment, although no diagnostic imaging was performed. Reprogramming was preformed and the patient was in stable condition.